Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 193912) was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 193912.

Manufacturer narrative:
Zoll has not received the icy catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Once the customer connected the icy catheter (lot 193912) with the thermogard xp ivtm system, the nurses found saline reducing in the bag. Upon follow up, it was reported during the maintenance phase of ivtm therapy, the night shift nurse found the saline bag was almost empty. She checked all around the console and bed, and no saline leak was observed. She reported the issue to the physician on duty. When they removed the catheter to test it outside of the patient's body, they found a leak on the balloon of the catheter. The catheter and saline bag were replaced, and treatment was continued using the same console. The dwell time was 12 hours. No patient injury reported.